Event description:
The customer called stating that the lcd screen is not showing as it should and that parts of the numbers are missing. They tried replacing the batteries, but the problem persisted. During the troubleshooting process it was determined that there are missing segments in the tens display. A request was made to return the meter for eval. In the meantime, a replacement unit has been provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.